Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va29k6l , implanted: (B)(6) 2021, product type lead product ID wr9220, serial# (B)(6), product type recharger product ID cd9000 lot# serial# (B)(6), product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the lead protruding was determined. The lead was not far enough under their skin/muscle/fat. The patient stated that long after surgery , they noticed a bump on their low back and went in to get it checked. They then changed it and buried the lead deeper.

Manufacturer narrative:
Other applicable components are: product ID: 978a128; lot# va29k6l; implanted: (B)(6) 2021; product type: lead. Product ID: wr9220; serial# (B)(4); product type: vant. Device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 21-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that the recharger is not working. Patient doesn't have enough charge in stimulator to help her symptoms. Patient said, the recharger hasn't worked since she moved from (B)(6) to (B)(6) like (B)(6) 2021. The return of symptoms started during the move. No lights will come on the recharger at all if recharger is in docking station. Patient said she has tried different outlets in her house. If press power button on recharger one orange light comes on. No green lights come on when recharger is in docking station. When the docking station is plugged in there is no green light on the docking station. Patient has the correct cord plugged into the docking station, and did not  see any physical damage. Told patient we are going to start with replacing the charging cord to the docking station and a new docking station. If issue isn't resolved call back. Patient also reported they  had a lead  revision surgery in (B)(6) 2021. The doctor buried the lead deeper because it was protruding and that it  started shortly after it was put in.  No further complications were reported/anticipated at this time.